Event description:
It was reported that during the implant procedure, when the lead package was opened, the distal end of the lead was found to be bent. The physician decided not to implant that lead and another lead implanted. The rest of the procedure went well. No injuries were reported and the pt outcome was noted as okay.

Manufacturer narrative:
(B)(4).